Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The initial de novo lesion was located in a non-calcified and severely tortuous distal left circumflex. An unknown taxus express2 stent was deployed in the lesion. Approximately 6 months later, the patient presented with a 90% stenosed lesion within the taxus express2 stent. The lesion was treated by dilation with an unknown device. Patient condition is satisfactory. Additional information was requested, but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.